Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and suggested for changing the drive assembly and battery to resolve the issue. Part replacement is still pending. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: repair is not done by getinge.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection plans performed by getinge fst , the cs300 intra-aortic balloon pump (iabp) had a leak that was detected in the valve module k6,k7,k8 and the batteries were dead. There was no patient involvement.